Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 72023e the 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests holes in IV administration set causing leaking of fluid. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests holes in IV administration set causing leaking of fluid.

Manufacturer narrative:
The customer¿s report of a hole and leakage was confirmed. Functional testing was performed; leakage was observed from a hole in the tubing above the lower smartsite component. A definitive root cause could not be determined.